Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment in the intensive care unit with a prismaflex m150, an external leak from the drain bag was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The lot number of the set could not be confirmed as only the drain bag was received. Inspection of the sample showed the yellow valve of the drain bag provided with the set was disconnected. The reported condition was verified for this event. The cause of the condition could not be determined for this event. A batch review was conducted for all three reported lot numbers and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.